Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a product could not be used because of its defectiveness during cataract/vitrectomy combination surgery. The surgery completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A used viscous fluid control (vfc) tubing set 25 gauze (ga) cannula and 10ml syringe were returned and visually inspected. In return condition, the gray tip plunger and small parts tray (smpt) were not returned. No silicone oil was observed around all the returned components. The small part tray and gray tip plunger from lab stock were used for testing. The vfc tubing set from lab stock was tested using a console. The light-emitting diode (led) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. Utilizing injection mode, the sample could expel silicone oil with the 25ga cannula. During vacuum in extracted mode, the silicone oil could be aspirated to the syringe barrel with the 25ga cannula. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. No air leak occurred from the sample during testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).